Event description:
It was reported by consumer that the battery lights are not showing that the battery is fully charged on the xpo100b concentrator. The consumer states only 3 lights are lighting up. The consumer states he uses the unit frequently when he is out. He recently went to florida and used it everyday all day long.